Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2016 with the following findings: the black box showed evidence of multiple discharged batteries being installed. An 128-fxxx alarm was not observed in the black box or alarm history. The pump powered on with the returned battery cap which was able to fully tighten. The battery compartment was intact and current draws were within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump.